Event description:
A surgeon placed a port-a-cath and confirmed placement via fluoroscopy after the sheath and guidewire were placed. After the sheath and guidewire were removed, the surgeon noted a small amount of clear fluid coming from the sheath with no blood. The surgeon attempted to aspirate from the port-a-cath, but thre was no blood return. Fluoroscopy again confirmed placement in the superior vena cava (svc). The surgeon injected contrast dye and the line appeared to be in the pericardial sac. Cv surgery was consulted immediately and performed a median sternotomy with mediastinal exploration and svc repair.